Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. In addition, it was reported that a minimum fill notification occurred, however, due to the unresponsive touch screen, no further information could be obtained. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.